Event description:
It was reported that, intra-operatively, when the monopolar curved shears (mcs) were inserted into the sterile interface module (sim), the instrument did not appear as connected on the display. A notification prompting the user to undock, redock, and wipe the housing when an instrument is connected was triggered. After following these steps, the instrument was detected and calibrated successfully. The arm cart display showed 100% life, as the instrument was brand new from sterilization. The instrument remained in the trocar while the assistant surgeon continued attaching the remaining instruments. When attempting to reinsert the mcs into the trocar, the same notification appeared, as if the instrument had been removed, although it had not. A different instrument was then inserted into the same sim without issue. The mcs was subsequently inserted into a different arm, and the same error was observed. As a result, the mcs was discarded, as it could not be used to continue the procedure. A new pair of mcs was obtained from sterilizationand functioned without further issues for the remainder of the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.